Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 67 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.